Manufacturer narrative:
Device evaluation: the product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The extender tubing was also returned. Two kinks were observed on the catheter tubing approximately 59.4cm and 76.2cm from iab tip. The optical fiber was found to be broken within the membrane approximately 25.9cm from iab tip. The optical fiber was found to be broken, confirming the reported problem. We are unable to determine when this may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint record ID # (B)(4).

Event description:
It was reported that after four days and 20 hours of intra-aortic balloon (iab) therapy the console generated a fiber optic sensor failure alarm. Removing and reinserting the fiber optic sensor did not resolve the alarm. The getinge representative recommended the customer coil it up and label it "broken". They were able to transduce the inner lumen as a backup. There was no patient harm or adverse event reported.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5). . Complaint record ID # (B)(4).

Manufacturer narrative:
Complete reporter name: (B)(6). Additional reporter: (B)(6). The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy the console generated a fiber optic sensor failure alarm. Removing and reinserting the fiber optic sensor did not resolve the alarm. The getinge representative recommended the customer coil it up and label it "broken". They were able to transduce the inner lumen as a backup. There was no patient harm or adverse event reported.